Event description:
A journal abstract was reviewed that contained information regarding this leadless implantable pulse generator (ipg). The abstract reported one patient death during implant of the leadless ipg due to perforation and pericardial effusion. The status/disposition of the device is unknown.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: unknown / serial#: unknown, UDI #: (B)(4). Device available for eval?: no. Dev rtn to MFR?: no. Mfg date: unknown. Labeled for single use?: yes. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: mortality after micra leadless pacemaker implantation. Circulation 2018;138(supp 1). If information is provided in the future, a supplemental report will be issued.